Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The sample was inspected at 10x microscope magnification. Visual inspection reveals that the lens has surface particles and viscoelastic residues indicating the iol was prepared for use. No major defects were not observed. The haptics look well- positioned and in good condition. A manufacturing related cause was not identified for the complaint of ''torn capsule''. Manufacturing records were reviewed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that during the implantation of zcb0000210 intraocular lens (iol) the patient experienced a capsule tear. Additional information has been requested but not received.